Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt an electrical sensation. It was also reported that the right ventricular (rv) lead exhibited increasing threshold and impedance values. The lead was reprogrammed. However, the thresholds and the impedances continued to rise and ultimately, reaching high values. The lead was capped and replaced. No further patient complications have been reported as a result of this event.